Manufacturer narrative:
Upon inspection of return part it was found that implant is (B)(6). Correct di # (B)(4), correct premarket submission # (B)(4).

Event description:
Failure of osseointegration.

Event description:
Failure of osseointegration

Manufacturer narrative:
Di # (B)(4).